Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The physician assistant was just beginning branch ligation and had inserted the cannula (with the hp inserted) into the trocar. On her way up the tunnel to the groin, she saw smoke in the tunnel. Thinking that was weird, she removed the cannula from the leg and pushed the hp out to take a look. The jaws were bright orange and smoking. She immediately turned everything off and opened another kit. When she hooked up the second hp, the auto-activation happened immediately and she unplugged the device. She then opened another cord and tried it. The auto-activation did not happen that time and she was able to complete the case with that second kit after all. Of note¿she takes care to examine how the cords are attached and they were not attached backward, but in the appropriate orientation. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(6).

Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Evidence of clinical use and evidence of blood were observed. A visual inspection was conducted. Charred tissue and blood were observed on the jaws. A microscopic inspection determined that the heater wire was slightly flexed at the center of the hot jaw. The wire remained attached at the tip and base of the hot jaw. No other failures were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported failure mode ¿device remains activated¿ was not confirmed but was confirmed for analyzed failure "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The physician assistant was just beginning branch ligation and had inserted the cannula (with the hp inserted) into the trocar. On her way up the tunnel to the groin, she saw smoke in the tunnel. Thinking that was weird, she removed the cannula from the leg and pushed the hp out to take a look. The jaws were bright orange and smoking. She immediately turned everything off and opened another kit. When she hooked up the second hp, the auto-activation happened immediately and she unplugged the device. She then opened another cord and tried it. The auto-activation did not happen that time and she was able to complete the case with that second kit after all. Of note she takes care to examine how the cords are attached and they were not attached backward, but in the appropriate orientation. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Reporter's phone number is (B)(6).